Manufacturer narrative:
(B)(4).

Event description:
Received information impedance readings on electrode 0 and 8 were > 10,000 ohms. All other electrodes were in the mid 2000 ohms range. They were three weeks post lead implant and in the process of stage 2 bilateral ins implants. Testing was done with the twist lock. The physician determined both distal 0 electrode contacts were damaged. The decision was made to program around the nonfunctioning electrodes as the patient was receiving some therapeutic benefit. The physician is going to wait and see and then decide if a revision is necessary. Additional information will be reported as it is received.